Event description:
New information indicated the patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture, which potentially resulted in post-paced t-wave oversensing. No intervention or patient symptoms were reported. The patient would be monitored.